Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was unknown when the patient's trial began. It was reported that they went to their healthcare provider today for a follow-up appointment and they changed the aaaa batteries in the implant because it wasn't working. Patient said when they got home, they saw a system error message that said therapy may have stopped and to contact their clinician. Patient also saw an error message saying unable to communicate with device, communication lost, ensure external device is within range and batteries are in place, press the button on the external device if you are still not connecting to device. Patient tried to troubleshoot with their neighbor, but that didn't resolve the issue. The issue was not resolved through troubleshooting. Agent reviewed meaning of messages and reviewed that aaaa batteries are likely depleted. The patient was redirected to their health care provider to further address the issue. Additional information was received from the patient. They reported that the likely cause was unknown. They have the implanted device and it resolved.